Manufacturer narrative:
D10: concomitants: 5544790 200-02-35 - three peg patella 35mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2018. Approximately 4 years and 4 months after the first revision the patient had a second left knee revision on (B)(6) 2023 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.